Event description:
Physician indicated that it is unk if the valve is functioning properly. A shunt scan noted no evidence of obstruction but during the work up, the pt was found to have a subdural hematoma. No note of improvement or worsening of symptoms but shunt performed can assume symptoms of incontinence continued. The pl setting was adjusted to 2.5.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of pt case records and data analysis. The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.